Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected d9. Date returned to mfg: 08-oct-2024 h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, dso (downstream occlusion) seal delamination, was verified by functional testing. The cause is dso seal delamination. Replace dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion (dso) seal was delaminated. There was no patient involvement.